Event description:
Customer reports that when spot mammographic views are taken and measured on a pacs workstation, it states "uncorrected" above the measurement. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be submitted when the investigation is complete. (B)(4).